Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to moisture damage on keypad traces. The insulin pump had cracked display window corner and cracked lcd window.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 156 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.